Event description:
It was reported that the threshold measurements of this right ventricular (rv) lead had increased (0.8v@0.4ms to 2.7v@1ms). Subsequently, a lead revision procedure was performed to reposition this lead, which remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.